Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the electrical contact of the endoscope connector was deformed, the light guide lens was cracked, and the distal end was shaved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the duodenovideoscope for maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material on the air/water tube, connecting tube, bending section cover, and distal end. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated/answered the following: the duodenoscope has been mechanically reprocessed. A. Any malfunction of the reprocessing accessories? None. B. Delay in pre-cleaning? No. C. Delay in manual cleaning (pre-soaking is required in case of delay)? No. D. Air/water flushing during pre-cleaning? Yes. E. Rinsing with detergent during manual cleaning? Yes, during pre-cleaning. F. Wiping the surface during pre-cleaning? Yes. G. Wiping/brushing the surface during manual cleaning? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to shaved distal end. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.